Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed that the feeder, a metal component located in the shaft, was damaged with a piece that had broken off. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged feeder, which may have occurred when the clip was being removed from the jaws . The instructions for use (IFU) states "do not place the clip applier through the trocar if a clip is present in the jaws. Doing so may result in damage to the device..." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole "surgeon applied 3 clips on cystic duct and 4 clips on cystic artery successfully. Then he tried to put a clip on another small vessel, but the handle of the ca500 jammed up. He tried again but again no clip was formed as the loading of the clip was jammed and no clip could be visibly seen even after squeezing the handle plastic to plastic. He tried pulling the clip applier out but the jaws were jammed too and he had to pull the clip applier and the applied 5mm z thread port out together. He tried to fire few more times but there was no clip coming out and the clip applier kept making a clicking noise. It sounded like as if the clip was trying to come out but something was stuck at the proximal end of the jaws. The surgeon then saw a clip stuck to the inside of the jaws and he used very fine forceps to pull the clip out. Tried using the clip applier again on the vessel but it jammed up again. He pulled out the clip applier for the second time and tapped it on his hands to remove the second clip which was stuck inside the jaws (at the entry point of the jaw. The jaws were not closing and there was a half visible clip)." Type of intervention: "the clip then came out and he used it successfully on the other vessel. The surgeon was not convinced with our device but happy to trial again." Patient status: no patient injury or illness occurred associated with the complaint event